Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000084817. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during the ipg replacement procedure on (B)(6) 2024 , the patient's lead was noted to have all high impedances. It was confirmed that the patient's lead had fractured. As a result, the lead was explanted and replaced along with the ipg.

Manufacturer narrative:
Section d: correct lead has been added.